Event description:
Customer reports that the pt was being intubated and the cuff deflated. Customer confirmed that the tube was removed and replaced. The tube was replaced without further incident to the pt. Xref associated MFR# 2936999-2013-00040.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.